Event description:
It was reported that after a da vinci-assisted surgical procedure, the cable of maryland bipolar forceps was found to be damaged during sterilization. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting the damaged cable on maryland bipolar forceps (mbf), an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the mbf to perform analysis. Failure analysis (fa) investigation confirmed the customer reported complaint. The instrument was found to have damage of the conductor wire¿s insulation. The conductor wire was exposed as a result. There was no material missing and the instrument passed an electrical continuity test. The root cause of this failure is attributed to a component failure. The complaint regarding damaged cable on maryland bipolar forceps was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Based on the additional information obtained from failure analysis investigations, this complaint has changed to a reportable malfunction due to the following conclusion: the instrument had conductor wire damage. The damaged/broken conductor wire has the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.